Manufacturer narrative:
The guidewire and competitor microcatheter were returned for analysis. The guidewire was found to be protruding from within the micro catheter hub and the distal tip. Inspection of the micro catheter revealed no visible damages or irregularities. The guidewire outer coils were found to be stretched. The inner core wire was found to be broken into two segments from the proximal solder region and retained by the stretched outer coils. The guidewire distal tip was found to be bent, which is consistent with guidewire tip shaping. A portion of the distal broken core wire was sent out for scanning electron microscopy (sem) analysis. An attempt was made to remove the guidewire from within the microcatheter. However, this was unsuccessful as the guidewire was stuck. Therefore, the micro catheter could not be forward to the manufacturer (stryker). No other anomalies were observed. Based on the device analysis, sem analysis and reported information, the report of guidewire stretch was confirmed, as the outer coils of the returned guidewire were found to be stretched. In addition, the guidewire inner core wire was found broken. However, the cause for the break could not be determined. Per the sem analysis, the core wire broke due to torsional overload. It is possible the guidewire outer coils became stretched due to excessive guidewire manipulation during the procedure contributing to the inner core wire break. All products are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a basilar aneurysm embolization, upon maneuvering the guidewire into the aneurysm sac, the guidewire stretched. The device was replaced. The anatomy was minimal in tortuosity. There was no patient injury.